Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, on the day of the implant, a stroke occurred. The stroke was confirmed by a computed tomography (CT) scan and medication was administered. The patient experienced incomprehensible speech which improved after speech therapy and the patient was discharged. No additional adverse patient effects were reported.